Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported break/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire break/separation appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that inadvertent mishandling or manipulation during attempt to reinsert the guide wire into the sleeve the core kinked and broke/separated. Corrosion was noted on the tip solder, and likely a result of exposure to the elements during transit back to abbott vascular for analysis and likely why it was not returned or visible. The noted bend on the shaping ribbon likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a bmw universal guide wire was used without issues in the right coronary artery. The guide wire was removed and was planned on being used again in the left coronary artery. However, prior to inserting the guide wire into the left coronary artery, it was inserted back into the sleeve from the original packaging. While feeding the guide wire into the sleeve, it broke about 16cm from the tip. Therefore, the guide wire was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided. The returned device analysis reported a portion of the tip solder was found to have corroded away and was not returned.